Event description:
The customer reported that there was no image on the left hand monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cable. The system operates as intended.